Manufacturer narrative:
Method: work order search - medical review. Results: visual inspection of the returned product found piece of one plate haptic torn off and missing. Lens was returned dry. The lens was rehydrated in bss for re-measurement. The measured value after re-hydration is at the expected overall length value after complete in-situ hydration. The lens is on specifications. Work order search: a work order search was performed and one similar complaint was found. Medical review - several conditions may arise from this event (I. E. Pupillary block, malignant glaucoma, increased iop etc.). To prevent any of these complications from occurring, staar recommends that the lens be explanted and/or exchanged with the right size once the surgeon determines that this condition may affect the outcome of the patient's vision. Conclusion: according to use fmea (failure modes and effect analysis) it has been determined that excessive vaulting is a consequence of a wrong lens use failure mode (i.e. Improper white to white measurement, variability of the white to white measurements based upon different techniques utilized, improper sulcus to sulcus measurement (if ubm used), and patient condition; poor correlation of white to white measurement and length of ciliary sulcus in an individual case; irregular ciliary sulcus or ciliary sulcus cyst). (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted an 13.0mm icm130v4 implantable collamer lens in patient's right eye (od) on (B)(6) 2014. The lens was explanted on (B)(6) 2014 due to excessive vault associated with elevated intraocular pressure and significant reduction of irido-corneal angles. The lens was exchanged for a shorter length lens and the problem was resolved. Bcva: 20/25.